Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming during power-on, indicating downstream occlusion seal damage

Manufacturer narrative:
D9 - date returned to mfg: 30-jun-2025. The suspected device was returned for evaluation. Review of the event history log (ehl) showed no errors related to the customer complaint. The device was visually inspected and found the downstream occlusion (dso) seal delaminated. During power-on test, the customer reported problem was confirmed. The cause of the reported issue was due to the printed circuit board (pcb). The service history review had no indication that the complaint was related to a service of the device within the review period. The pcb and dso seal were replaced. Performance verification testing was performed, and the device passed all functional testing after repair.